Manufacturer narrative:
(B)(4). Device evaluated by MFR: a stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts on proximal row 1 were lifted from their crimped positions and bent distally. The stent struts from proximal rows 2-5 were noted to be slightly damaged. The undamaged proximal section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-jun-2017. It was reported that advancing difficulties were encountered. Vascular access was obtained via the left side. The 90% stenosed target lesion was located in the tortuous and calcified distal left circumflex (lcx) artery. After a 6f guide catheter was engaged and a 0.014 guidewire crossed the lesion, pre-dilation was performed with a 2.5mm balloon catheter. A 3.00 x 20 synergy¿ drug-eluting stent was advanced but could not reach the lesion. The device was removed and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.